Event description:
During a retrospective review of a journal article, an unknown ligasure device was utilized in a colon resection at some point between 2006-2011. The patient was found to have device related bleeding. The bleeding was controlled with the ligasure device. The patient was discharged from the hospital after recovery.

Manufacturer narrative:
(B)(4). The incident sample has not been received for evaluation and is not expected to be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.